Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the emitter for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The emitter was returned to the manufacturer for evaluation. Testing found that a fault on the coil was occurring. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system displayed a red status for the emitter and interface box when connected. The navigation system was restarted without resolution. Unplugging the emitter restored functionality to the interface box but upon reconnecting the emitter, the display turned red. There was no patient present when this issue was identified. No additional information was provided.